Manufacturer narrative:
Arjo has become aware of an event involving maxi twin passive floor lift and a clip sling (model maa4060m). Initially, it was reported that during resident transfer from bed to wheelchair, when the resident was being repositioned with maxi twin device dynamic positioning system (dps) (manoeuvring with the push-button panel) from lying to sitting position, both leg clips detached from the device spreader bar causing the resident fall. Then it was clarified that the sling clips detached, when the resident was lifted (no more over the bed) and caregiver was putting shoes on resident's feet. The caregivers declared that the sling had been correctly attached and secured in place during lifting process. As a consequence, the resident (female, 95 years, 51 kg) sustained the laceration on the nape of the patient's neck. The resident was taken to the emergency room and healed without reporting trauma. Both maxi twin lift and sling were inspected by arjo representative and were found to be in good condition. The lift was found to be within manufacturer's specification. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place. Following all details reported, the sling clips detached when the resident was maneuvering the resident. Based on the product knowledge and simulations, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, there is no possibility of a patient drop or other adverse event during the transfer of the resident. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the labeling is not followed. During the transfer the caregivers should not manipulate the person or the sling, when the person is hanged in the sling and supported only by the sling. The system including passive floor lift and passive clip sling is intended for assisted lifting and transfer of residents with limited ability to move. All procedures (for example bathing, toileting and as in this case putting shoes on) should be performed, when the resident is fully supported by other device or furniture. The caregivers are obligated to check the clip attachment before transfer, as well as during the lifting process (continues check that all clips stay in place is required). The maxi twin instructions for use (IFU 04.kt.00_3gb) warns: "always check that the sling clips are securely attached before and during the start of the lifting process. Keep an eye on the tension as the resident's weight is picked up." The passive clip sling IFU (04.sc.00 rev. 2) also warns: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during lifting process." Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. No malfunction with the sling, neither lift that could have caused or contributed to the clip detachment was reported. To conclude, the system - clip sling and passive floor lift was used for patient's care and in that way contributed to the alleged event. No defect has been found within the sling and lift that could cause or contribute to the event, but since the sling clip detached from the spreader bar, it can be stated that the system did not perform as intended. We report this event to competent authorities based on potential for serious injury if the incident would to recur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
Arjo has become aware of an event involving maxi twin passive floor lift and a clip sling (model maa4060m). It was reported that during resident transfer from bed to chair, when the resident was being repositioned with dynamic positioning system (dps) (maneuvering with the push-button panel) from lying to sitting position, both leg clips detached from the spreader bar causing the resident fall. As a consequence, the resident (female, (B)(6) years, (B)(6) kg) sustained the laceration on the nape of the patient's neck. The resident healed without reporting trauma.